Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that only two(2) malformed clips from the mcm20 device were returned inside a plastic bag. Although no conclusion could be reached on what may have caused the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 264c63, and no non-conformances were identified

Manufacturer narrative:
(B)(4) date sent: 12/21/2023 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 264c63, and no non-conformances were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clips could not be formed correctly: distal ends were closed on release, but the middle area of the clips could not be pressed together and closed. This did not result in the necessary compression and the clips slipped off the vessel. No patient harm nor significant delay reported. A competitor's product was used and the operation was continued. And finished.